Event description:
It was reported that a spectrum pump does not recognize a closed door. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom of "does not recognize a closed door." Evaluation experienced a "door not fully latched" alarm which is likely what the reported symptom is referring to. Evaluation found a loose link screw which caused the reported symptom. The link screws were replaced.